Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-5107. It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a high pacing (capture) threshold and pocket erosion. Also, the right ventricular (rv) lead exhibited loss of capture, a high pacing (capture) threshold, and low pacing impedance. The ICD and rv lead were explanted. The patient was stable pre and post procedure.

Manufacturer narrative:
A lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Due to the lead was returned separated in two pieces consistent with procedural damage, a complete analysis could not be performed.